Manufacturer narrative:
One guidewire was returned for review and it was visually confirmed that the distal (flexible tip) of the wire was detached. The detached piece was not returned. Additionally, fluoroscopic images provided confirm guidewire detachment. CAPA (B)(4) has been initiated to investigate the guidewire detachment issues. The CAPA will document the root causes identified and the corrective actions taken to address the issue.

Event description:
During placement of a drainage catheter, the operator found the distal coil of the 0.018¿ guidewire was detached inside the vivo when the guidewire was taken out.